Event description:
The customer reported that the insulin pump alarmed low battery. Customer stated that batteries last usually couple of weeks and her batteries only last about a week. Troubleshooting was done. Customer's blood glucose was 145 mg/dl. Advised the customer that battery cap would be replaced. Customer reported back and battery cap did not resolve the issue. Advised the customer that insulin pump would be replaced. No further information provided.

Manufacturer narrative:
Unit alarmed failed battery test after battery insertion due to faulty battery tube. Unable to test the operating currents, low battery alarm and off no power alarm or perform the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test and the excessive no delivery test due to failed battery test alarms. Unit had scratched display window, cracked belt clip slot, scratched reservoir tube window and cracked reservoir tube lip. (B)(4).